Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2013. During the procedure, the disposable was not making a connection to the device. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The reported symptom of the motor drive unit and the disposable not making connection could not be verified or duplicated. No defect was found with the device.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.